Event description:
It was reported that the patient underwent a gynecological procedure in 2005 and mesh was used. The patient experienced multiple complications, including mesh contraction, pain, erosion, formation of scar tissue, infection, organ perforation, fistula, dyspareunia, nerve damage, chronic pelvic pain, urinary; fecal incontinence, and recurrent prolapse of her organs requiring additional surgeries. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a mesh removal surgery on (B)(6) 2006 due to posterior vaginal wall erosion. She had an excision of exposed vaginal mesh again on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2012-05976. The same patient is represented in each medwatch.

Manufacturer narrative:
This is one of two medwatches being submitted. See also medwatch 2210968-2012-05976. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discomfort. It was reported that the patient concurrently underwent laparoscopic bilateral salpingo oophorectomy, anterior and posterior repair. It was reported that patient underwent excision of vaginal mesh with posterior colporrhaphy on (B)(6) 2013 by (B)(6) md at (B)(6) medicine due to vaginal mesh exposure and rectocele.

Event description:
It was reported that following insertion the patient experienced vaginal discomfort. It was reported that the patient concurrently underwent laparoscopic bilateral salpingo oophorectomy, anterior and posterior repair. It was reported that patient underwent excision of vaginal mesh with posterior colporrhaphy on (B)(6) 2013 by (B)(6) md at (B)(6) medicine due to vaginal mesh exposure and rectocele.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2005 and an obturator sling was implanted.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a hydrosalpinx, a cystocele, and a rectocele with stress urinary incontinence. The patient underwent the concurrent procedures of a laparoscopic bilateral salpingo-oophorectomy and an anterior and posterior repair with graft during mesh implantation.